Event description:
It was reported that the patient experienced loss of consciousness and that a loss of capture was noted in the ventricular channel while the device was programmed to adaptive capture management. It was also reported that the patient has a history of complete heart block. The device was reprogrammed and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient experienced loss of consciousness and that a loss of capture was noted in the ventricular channel while the device was programmed to adaptive capture management. It was also reported that the patient has a history of complete heart block. The device was reprogrammed and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: product performance data was received, analyzed, and no anomalies were found.